Event description:
In response to a follow-up email on 12/16/2019, the customer reported that the customer's blood glucose was 400 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 420 mg/dl. Although requested by tandem technical support, a backup method of therapy was not provided by the customer.